Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The user reported that system will not fully boot up and says "error initializing collimator". Checked the collimator for any obstructions or jams. Found the filter ladder was getting stuck during boot up calibration. Adjusted the filter ladder and re-calibrated motion system. The system now boots up and shoots x-ray fine. System ready for use. A full imaging system check-out was completed following repair and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system was unable to fully boot up, and an "error initializing collimator" error was displayed on the system pendant. There was no patient present when this issue was identified.